Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of therapeutic effect occurred following a strenuous activity or exercise: 'wrestling'. The patient was currently on program #2 at 2.4v and increased to 2.9v.